Event description:
Information received from the field notes that the patient presented with lightheadedness. Device interrogation revealed back-up operation. A software download was not successful. The patient was not feeling well and an ECG revealed that the patient's rate was in the 30's - 40's.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative